Manufacturer narrative:
B.5 additional information was received. E.1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. E.4 selection was added as it was inadvertently omitted from the initial report that was submitted. The impella device was not returned, and the investigation has been completed. The root cause of the reported stroke was unable to be determined due to insufficient clinical details. The device history review was completed and the pump passed all the post sterile inspection checks.

Event description:
Additional information was received. The patient was noted to have a right middle cerebral artery infarct. After review with the team, it is believed to be from removal of the impella cp before escalation to the impella 5.5.

Event description:
It was reported that a patient was escalated from an impella cp to an impella 5.5 due to severe ischemic cardiomyopathy. During impella 5.5 support, the patient had a right middle cerebral artery infarct. Care was ultimately withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
Medical safety review was completed and noted the following: the stroke with the demise outcome was reported on the impella 5.5. Additional information was received and noted it is believed the stroke occurred after removal of the impella cp before escalation to the impella 5.5. As the impella 5.5 device was in use at time of expiration and timing of the stroke is indeterminate, the impella 5.5 association with stroke and demise outcome will remain unchanged. The associate director of post market clinical review noted without information on when the stroke occurred this is hard to determine definitely. However, it should be noted that the impella cp was placed through a 16fr cook sheath which is off label and could lead to increased risk of clot formation in the sheath. Related medical device reports: this impella 5.5 report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.